Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during last night's therapy. The registered nurse (rn) called in for the home patient (hp) and stated the alarm occurred during therapy and they had cycled power twice to clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 in regards to a system error 2240 alarm and she said the patient was able to resume therapy the next day when she started over with new supplies. She said the patient did not notice anything wrong with any of the previous supplies. She said she was made aware of the alarm the next day when the nurse from the residential homecare called her about it. She said the patient has been resuming therapy successfully since then. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.